Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the power cord often gets knocked out of the outlet for this site, there was no system failure and no components were replaced. The imaging system then passed the system checkout and was found to be fully functional. Manufacture date was unavailable on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system displayed a critical battery level, which cleared after restarting the system. The system was then plugged in and charged. There was no patient present.